Event description:
The device was returned due to failed accuracy test +10.15%. Upon physical inspection, a nonfunctional air detector was identified. The event occurred during testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, but the reported issue could not be duplicated. However, further investigation revealed a nonfunctional air detector. The cause of the issue was unknown. The air detector was replaced. The software was updated as a precaution. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.